Event description:
It was reported to boston scientific corporation that a patient underwent a procedure with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph). (B) (6). This report is for the first of two kits. Reportedly, during the procedure, the physician was unable to place the prolieve thermodilatation catheter in the correct position within the patient. He reported that the catheter tip buckled and would not advance properly through the urethra without kinking. A second prolieve kit was opened where the same issue occurred again. The complainant reported no visible damage to either of the prolieve catheters. The case was completed utilizing the greenlight laser therapy procedure. There were no patient complications. Follow up with the complaint revealed they cannot recall if the tip folded nor did they have any guide wires at the time to help facilitate placement. The patient may have had a high bladder neck which made it a challenge to place, without a guide wire.

Manufacturer narrative:
The bsc sales representative reported the lot number of the prolieve thermodilatation catheter component to be 633352. The lot number 633352 provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The suspect device has not been received by boston scientific for evaluation. A device analysis cannot be performed, therefore, the cause of the reported event is undetermined. (B) (4).